Event description:
During removal of an infuse-a-port catheter, a portion of the catheter remained in the patient. Patient had the remaining portion of catheter removed in interventional radiology under fluoroscopy.